Event description:
Caller reported a cgm error 42 related to the g7 sensor, leading to contact with technical support. There was no adverse impact to the customer's blood glucose level. Technical support began providing instructions to reset the pump, but the call was disconnected before completion. Upon follow cts walked caller through pump reset. After reset pump reset cgm error code did not reappear. Caller successfully started their sensor session.